Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure.

Event description:
It was reported that the external pulse generator had cracks in its exterior and that it would not operate for the expected 15 seconds following removal of the battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower case was broken and the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was dented affecting keyboard fit, both bail covers were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched, and the display was out of specification with missing pixels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.